Event description:
It was reported that during an unspecified procedure, visualization difficulties were encountered. The lesion being treated was located in the popliteal artery. The radiopaque marker bands of the 3.0 x 12 mm sterling over the wire (otw) balloon catheter were unable to be visualized under fluoroscopy. Re-positioning the balloon and changing imaging techniques were unsuccessful in allowing visualization of the radiopaque marker bands, thus, the physician stated he was not comfortable proceeding with the use of this balloon catheter. The procedure was successfully completed with a different device. No pt injury or complications were reported. The pt's condition was reported as "ok".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.